Event description:
It was reported a spectrum pump had a door that would not latch. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door will not latch, through the production of a door not fully latched alarm when attempting to load a set. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.